Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The atrial rhythm was accelerated and therapy was exhausted. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information was received which indicated that the patient will be in continue monitor and medication intervention was discussed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The atrial rhythm was accelerated and therapy was exhausted. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.